Manufacturer narrative:
H6: code 100: balloon torn at the distal attachment ring. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had torn in the proximal portion, making the instrument non functional. The instrument was received with a rear in the proximal portion of the balloon just distal to the attachment ring. The tear was approx 1 1/2" in length. The instrument would not function as designed due to a tear in the proximal portion of the balloon. No conclusion could be reached as to how the balloon had become torn. Comments: each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During an unknown procedure, it was reported by the rep the balloon was damaged. There was no consequence to the pt.